Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2017 with the following findings: review of the black box showed no evidence of short battery life or excessive battery usage. No battery alarms observed in the black box records. On examination, the battery compartment was intact and without damage with no contamination inside the battery compartment. On investigation, the pump powered on normally using the returned battery cap, which was able to fully tighten. Current draws were evaluated and found to be within specifications. There was no evidence of moisture or loose components inside pump. The alleged "battery life" issue was not duplicated during investigation. Unrelated to the original complaint, the pump case was noted to be cracked and the display was dim/faded/discolored. (B)(4).